Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent implantation procedure within the sigmoid colon performed on (B)(6) 2013. According to the complainant, the stent was being placed as palliative care to treat a malignant stricture due to sigmoid colon cancer. Reportedly, the patient¿s anatomy was very tortuous. No issues were noted during the procedure; following the procedure the patient could eat and was discharged. On (B)(6) 2013, the patient began chemotherapy using tegafur-uracil (uft). On (B)(6) 2013, the patient experienced abdominal pains and was hospitalized. On (B)(6) 2013, an endoscopy was performed and the physician noted tissue ingrowth within the stent and a perforation on the oral side of the stent. The patient was given antibiotics to address the perforation and monitored. On (B)(6) 2013, the physician noted that the perforation site appeared to be closed and the patient started eating. On an unknown date, the patient experienced peritonitis and later died on (B)(6) 2013. According to the physician, the axial force that straightened the stent caused the edge of the stent to perforate the sigmoid colon. In the physician¿s assessment, the cause of death was peritonitis resulting from the perforation.